Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A company representative was notified that a patient's vns generator had migrated and was exposed through her areola. The surgeon elected to perform generator replacement surgery. No additional relevant information has been received to date.